Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 53.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.0-15.3cm from the distal tip. Internal insulation abrasion was noted at 9.7-10.2cm, 10.5-12.1cm, 15.6-17.1cm, and 30.0-30.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.